Event description:
Healthcare professional additionally reported a right side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: around 0-25% of the shell is missing, broken shell with sharp edge(a dimension measurement in the shell was performed which identify the thickness within specification), flat creases and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii, and rupture. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device remains implanted.